Event description:
Philips received a complaint from the customer regarding a v60 ventilator, stating that the device experienced a screen failure in which the display was completely black, although the touch panel remained functional. There was no patient involvement at the time the issue was identified. At this time, the repair cannot be completed due to the required part(s) being on back order as a result of a global product hold. The necessary material has been requested, and an order has been placed for the user interface (ui) assembly in alignment with the recommended corrective action outlined in the service manual for the reported malfunction. Once the part(s) become available, the repair will be performed. Should additional information be received indicating further device malfunctions, the record will be reopened, and a supplemental investigation will be conducted.